Manufacturer narrative:
Initial.

Event description:
It was reported that during a sensor troubleshooting session the patient performed a fingerstick that read 48 mg/dl after the continuous glucose sensor had been disconnected; the patient had not eaten, was performing routine household activity, and treated the low with sips of orange juice. Symptoms included hypoglycemia with associated malaise. Outcomes included an unexpected medical intervention requiring oral glucose. Investigation included communication with the user and analysis of information provided by the user and a third party. Investigation of this case revealed insufficient information and no findings available regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.